Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was not detected on bus. The customer rebooted the device and attempted recovery, but the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not found on bus. A field service engineer (fse) arrived at the station and found that drawers 3.1, 3.2, and 5.2 were not on the bus. After investigation, it was determined that the drawer controller was functional and drawer 5.1 was operational, but the module control in module three was defective. Both circuit boards were replaced, and proper operation was verified through testing afterward. The system functioned as intended after the field service engineer repaired the device.